Manufacturer narrative:
Customer technical support "cts" provided customer with a replacement rt12 rotor. No hardware has been returned for further investigation. (B)(4).

Event description:
A customer in the united states, reports rt12 rotor broke during use of statspin ssvt centrifuge. Customer noted the rt12 rotor was installed on (B)(6) 2015. Customer confirms no parts exited the centrifuge. No reports of injury, no exposure, and no medical attention needed due to this failure. Customer states animal samples were inside centrifuge at the time of failure and that samples were lost. Customer noted extra samples at hand therefore no redraw was required.